Event description:
Patient was given tontophoresis with currency of 2.5 milliamps. Immeiately patient reported feeling of burning sensation. The electro clip was taken off for read justment and decreased the current to 2.2 millamps. Patient reported she felt better and was treated for 15 minutes. When electrode was taken off burned spot in her skin of her forearm. Patient sent to ER for treatment. Focal area of 2 degree burn.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.